Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n246602, implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
Updated to reflect correct date MFR rec from regulatory report 3004209178-2015-11697. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump had failed.

Manufacturer narrative:
Destructive analysis was completed and no additional anomalies were found.

Manufacturer narrative:
Evaluation code: no longer applies.

Manufacturer narrative:
(B)(4). Upon analysis completion, pump logs indicated that the drug delivered via the device system was dilaudid (10.0 mg/ml, 2.701 mg/day), bupivacaine (6.0 mg/ml, 1.6206 mg/day), and clonidine (160.0 mcg/ml, 43.21 mcg/day). The pump was found to be overinfusing by more than 14.5% at standard test conditions and therapeutic rate (300 ul/day). The pump will be subjected to long term testing and the event will be re-opened to add the results of this testing. Any additional findings will be submitted in a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0ml and the erv was 2.6ml. It was noted this was the first time the patient had a volume discrepancy. However, the healthcare provider (hcp) stated patient felt ¿sedated¿ and the hcp was concerned the pump was overinfusing and wanted to replace it. The hcp had decreased the dose from the pump based on the patient¿s symptoms. It was further reported the patient was being referred to a surgeon for a pump replacement. The drug being delivered via the device system was unknown. Outcome information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.